Event description:
Ous MDR - after an implantation time of about 22 months, inappropriate shock deliveries were reported and the lead was explanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The analysis of the lead detected that the insulation was damaged by fraying. This damage can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical load on the lead in the area of the valvular plane. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.